Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a patient regarding the patient¿s implantable drug infusion device. The drug being delivered was hydromorphone with an unknown dose and concentration. They stated, "probably around 32 or 35 mg continuous, 24 hours.¿ the reason for use was malignant pain and spinal pain. The caller is inquiring if the patient is eligible for a MRI as the patient had the pump explanted but the catheter remains implanted. The pump was explanted "(B)(6) 2017, about 2 years ago" and later stated the patient said the pump was removed "a couple years ago in oct, could be 2016.¿ they also reported, "I think back in (B)(6) or something, I think 2017.¿ the pump was removed because it was not working/functioning. The patient got on the phone and stated that the pump was removed because the pump itself malfunctioned. The pump started beeping and quit working, quit delivering drug. He had "all kinds of pain" after the pump stopped working. The doctor decided to remove the pump instead of replace it and the patient is taking oral medication now. Their doctor had the patient see another doctor who was managing the pump at the time of the events, the patient does not know the name of this doctor. It was then noted that a manufacturer¿s representative (rep) was at the explant surgery, the patient does not know the name of this rep and he is not sure if they were notified about the issues. They reviewed MRI information from labeling per request. There were no further complications reported/anticipated.